Event description:
The user reports long-standing hearing performance issues with the device without any specific onset or triggering event. The user will follow up with the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.